Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to force sensor damage by moisture. Insulin pump was unable to verify prime alarms due to motor error alarms. The motor was tested outside the device and passed. Insulin pump was received with cracked case at display window corners and minor scratches on lcd window.

Event description:
Customer reported receiving an error alarm on the insulin pump during the manual prime. Customer stated that he was holding the button down and insulin was squirting out. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 134 mg/dl. No further information reported.